Event description:
I had cardiac surgery (B)(6) 2015 at (B)(6) and had to have 2 surgeries in 1 day. I was put on heater cooler pump during 2nd surgery and have had problems since with lungs heart etc. Must too lengthy to talk about here. FDA safety report ID# (B)(4).